Event description:
It was reported that the pt underwent a fusion surgery using posterior fixation. X-rays taken approx one month post-op revealed that a single screw had broken off near the head/shaft junction at s1. Five months post-op, the pt presented with pain. The pt underwent a revision surgery to remove and replace the screw. The surgeon was unable to remove the shaft of the screw, and opted to leave it in place. The head of the screw was removed. Reportedly fusion had occurred and the surgeon felt there was no pt risk. Therefore, the surgeon closed with the shaft of the screw remaining in the pt. No additional pt complications reported.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms ma screw broken at base of screw head. The broken off portion of the screw is missing, and not returned for analysis. Fracture surface severly damaged as received. Microscopic examination of fracture surface provides some evidence fatigue, but is insufficient to confirm, due to damage. Lateral x-ray shows two level tlif l4-s1 with interbody device at l4 and l5. Screw breakage could not be confirmed. Multiple burred inter-operative images are presented of the head of a pedicle screws. The screw head is removed through mini-open procedure. Easy out is used in attempting to remove shaft which was not successful. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.